Event description:
It was reported that a patient underwent open reduction and internal fixation of patellar fracture on (B)(6) 2025 and suture was used. The patient was admitted to the hospital due to a left patellar fracture and underwent surgery. The ligament needed to be sutured, but the suture was prone to breakage. The doctor later switched to using other suture. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. - were there any patient consequences? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.